Event description:
It was reported to philips that the system was unable to turn on. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to turn on. Upon troubleshooting, fse found that the fantray was defective. To resolve this issue, fse replaced the pdu fantray , dcps (direct current power supply). The defective pdu fantray was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.